Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
After post-dilatation of a stent that was placed in the right internal carotid artery (ica), the blood flow was stopped near the filter basket. The physician suctioned the blood from the basket and the blood flow recovered. Immediately after the procedure, the patient had stroke symptoms including paralysis. A post procedure angiogram was performed and revealed a cerebral infarction. The patient is a male. The target lesion was mildly calcified, not tortuous. The rate of stenosis was 54%. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion or positioning the angioguard in the vessel distal to the lesion. The lesion was pre-dilated. There was no difficulty placing the stent. It is unknown what balloon was used for post-dilatation. The physician believes that the debris in the filter basket is what caused the slow blood flow. The symptoms of stroke appeared after the filter basket was removed from the patient. The physician believes that debris flowed to the distal vessel after removal of the basket. The patient was treated with anticoagulation and is being closely monitored. The patient has residual paralysis.